Manufacturer narrative:
Block a4: the patient's weight is 52.5 kg. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned for this complaint. All the bands were returned in the ligator head. The suture hole and the ligator head teeth were returned in good condition. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since all the bands were returned in the ligator head. Based on the returned component, the event description and information gathered from the customer, there is not enough evidence to determine whether the bands could not deploy due to the physician's technique or due to the procedural and patient's anatomical conditions during the reported event, or whether it was related to a device malfunction during the procedure. Without proper evaluation of the complete components of the device, it remains unknown the most probable cause that contributed to the event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopic esophageal varices procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopic esophageal varices procedure performed on (B)(6) 2023. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4: the patient's weight is 52.5 kg. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.